Event description:
Information was received from the homecare provider that the device was returned from the user with a broken power cord. The device had been in use; however, there was no reported patient harm. The cord of the device has been subjected to abuse resulting in exposure of the wires. The homecare provider confirmed that a small animal had caused damaged to the cord. The device was returned to the manufacturer for evaluation and the complaint was confirmed. Wire exposuere on the cord was significant enough to have the potential for electrical shock to the user.

Manufacturer narrative:
Na